Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to recover storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that was unable to recover the storage space. A field service engineer found the row board cable connection to the drawer controller was found to be loose. After reseating the cable, all functions returned to normal. All cubies in the drawer were detected and accessible in the medication application. The system functioned as intended after the field service engineer repaired the device.